Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. The field service engineer (fse) found the rinse water volume was too low from the cuvette mechanism. The fse adjusted the rinse water on the cuvette mechanism and performed reagent probe alignments. Gear pump pressure calibration was completed. Calibration and qc were performed along with a hardware check and precision testing. All results were acceptable and the instrument was operating within specifications. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. The initial result was 3.1 mg/dl. The repeat from a different c503 analyzer was 1.4 mg/dl. The customer did not believe the initial result and repeated the sample. The questionable result was not reported outside of the laboratory.